Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, esophageal reflux, ureteral stent insertion, intramural leiomyoma of uterus and pelvic adhesions. Previously administered products included for an unreported indication: sprintec from (B)(6) 2014 to (B)(6) 2015. Concurrent conditions included neck pain, headache, back pain, knee pain, hives, spinal pain and cystitis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain as well as aripiprazole (abilify) since (B)(6) 2013, famotidine, nicotine polacrilex (habitrol) since (B)(6) 2013, salbutamol (albuterol hfa) since (B)(6) 1977, salbutamol sulfate (proventil hfa) since (B)(6) 1977 and sertraline hydrochloride (zoloft) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 2 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), bipolar disorder ("psychological or psychiatric problems condition: bipolar") and sexually transmitted disease ("psychological or psychiatric problems condition: std"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, lysis of pelvic adhesions, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, bipolar disorder and sexually transmitted disease outcome was unknown. The reporter considered anxiety, bipolar disorder, depression, dyspareunia, heavy menstrual bleeding, hypersensitivity, menstrual disorder, pelvic pain, sexually transmitted disease and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bladder/ urinary problems. 7 trailing coils on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Pathology test - on (B)(6) 2021: benign cervix with areas of squamous metaplasia. Proliferative endometrium, leiomyomata. Bilateral fallopian tubes without significant pathologic alterations. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received-lab data, medical history, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.